Event description:
It was reported that the patient underwent a sling procedure on an unknown date and mesh was implanted. Approximately one year following the procedure, the patient experienced asymptomatic mesh exposure in the vagina. The patient underwent partial excision of the mesh.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.